Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received an inquiry regarding shock therapy delivered by this implantable cardioverter defibrillator (ICD) for an atrial fibrillation rhythm (af). The physician provided electrocardiograms which showed two anti tachycardia pacing (atp) therapies provided as well as a shock which was given after the rate had fallen into the vt zone via a monitor only vt-1 zone. The physician questioned the devices decision as the rhythm clearly looked unstable throughout, while onset and stability had been programmed in the vt-zone. Technical service noted that the rhythm was unstable at the end of duration just prior to atp and initially detected and met duration in the vt-1 zone (monitor only and therefore no detection enhancements) it was there after in redetection mode and as the rhythm accelerated into the vt zone a therapy decision was based on rate alone. Technical services explained this to the cardiologist who seemed concerned that inappropriate therapy could be given to a patient in normal sinus tachycardia rhythm. Technical services agreed that the patient in such case would get therapy based on rate alone if the rate was to go into the vt-zone. At this time the device remains implanted and no adverse patient effects were reported.